Event description:
Asku

Event description:
It was reported that within a week of implant the performance of the right ventricular lead became unacceptable with loss of capture and loss of r-wave sensing. During the lead revision, when the lead was pulled back into the ventricle the patient's blood pressure dropped and the patient lost consciousness. A pericardiocentesis was performed and 450 cc's of fluid was pulled off of the heart. A pericardial catheter was placed for two days and an additional 50 cc's were drawn off. The lead was repositioned and is functioning appropriately. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. Additional information was received. The lead has now been returned. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.